Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics clinical specialist reported an issue with a bioflo PICC (valved) 5fdl-55cm maximal barrier nursing kit w/70cm nitinol wire. During a procedure, the guidewire broke when it was bent outside of the patient's body, behind the tuohy borst for PICC placement. The PICC nurse bends the wire to "keep it from moving." It was reported the guidewire had been placed inside the catheter, which was inside the patient. The fractured was outside of the patient. No fragments were left in the patient and guidewire was removed upon completion of PICC placement.the procedure was completed with the portion that was still inside the catheter. The nurse noted that the guidewire is different and has spots and larger markings. The shorter access wire has not changed and does not have spots on it. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. The reported device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. However, the customer supplied a picture of the reported defect. Scar004365 and picture of guidewire was sent to supplier, heraeus medical for DHR review of supplier lots for this product. No issues observed during DHR review and guidewire markings are consistent with device in question. No evidence to indicate the event is related to guidewire manufacturing issue. The customer's reported complaint description of guidewire detached outside the patient cannot be confirmed as no sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. DHR review was conducted and the review confirms that the lots met all material, assembly and performance specifications. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the dfu that is supplied in bioflo kits item number {16600134-01} contains the following precaution: it is recommended that only luer lock accessories be used with the · bioflo¿ PICC with endexo¿ and pasv¿ valve technology. Repeated over-tightening may reduce hub connector life. Do not use hemostats to secure or remove devices with luer lock hub connections. Flushing - recommended procedure 1. Flush the catheter after every use, or at least every seven days when not in use, to maintain patency. Use a 10 ml syringe or larger. 2. Flush the catheter with a minimum of 10 ml of sterile normal saline, using a "pulse" or "stop/start" technique. Warn ing: if using bacteriostatic saline, do not exceed 30 ml in a 24-hour period. 3. Disconnect the syringe and attach a sterile end cap to each luer lock hub. Note: this is the recommended flush procedure for this catheter. If using a different procedure than listed above, the use of heparin may be necessary. Follow institutional protocol for catheter flushing. Precaution: incompatible drug delivery within the same lumen may cause precipitation. Ensure that the catheter lumen is flushed following each infusion. Precaution: if resistance is met when flushing, it is recommended that no further attempts be made. Further flushing may result in catheter rupture. Refer to institutional protocol for clearing occluded catheters. Precaution: place a cap on the hub after use to reduce the risk of contamination. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).